Manufacturer narrative:
This is report 1 of 3 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid-result covid test system on an individual patient. No patient data was available. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 1 of 3 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid covid test system on an individual patient.

Manufacturer narrative:
G4: unmarked the product as a combination device (device is not combination).